Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, 14 days after placement. A leak test was performed against the catheter, but no leakage was confirmed.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the balloon was inflated with air while submerged in water. No air bubbles were noted to be leaking from the catheter. The sample was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1)do not use in patients who are or have been allergic to natural rubber latex.." (B)(4).

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, 14 days after placement. A leak test was performed against the catheter, but no leakage was confirmed.